Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pain during intercourse, sharp pain in the hip/pelvic area when bending down, urinary incontinence has worsened, and emotional distress. No further info has been provided.